Event description:
It was reported that via review of remote transmission, undersensing was detected on the pacemaker due to fine afib waves. There were no adverse health consequences, the patient was stable. The patient will be monitored.